Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient hit the pump on a door knob. The experienced redness and swelling at the pump site. The patient recovered without permanent impairment. The event was indicated to be attributed to injury at the pump site.

Event description:
It was reported that the patient came in for a refill on the event date and the health care provider (hcp) noted they had a rash across their whole abdomen. The patient had recently gained weight so he was ¿bumping¿ the site more often. It was also noted, the patient had fallen in the tub and had been assaulted in a drug store by a bystander. The patient had also been in his work shed and felt something ¿pick his belly¿. He went to infectious disease and had been started on IV (intravenous) antibiotics. On the date of this report, they attempted to fill the pump again after decreasing the dose on the event date. The site where the pump was is still the same so the hcp chose to not refill. The patient had ¿about¿ 1.5 days left until the pump would be empty. He was feeling ¿miserable¿ due to the dose decrease and it was noted the likely volume in the pump was 0.7ml per the hcp. The device system was used to deliver dilaudid. No further information including if additional actions or interventions were taken, if the event resolved or the patient¿s outcome. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).